Event description:
It was reported that a user of the ilet bionic pancreas experienced a high blood glucose of 348 mg/dl after forgetting to announce breakfast and entering the meal later in the day; the user also sought assistance with changing supplies. Symptoms included no reported clinical manifestations. Outcomes included self-monitoring of blood glucose without hospitalization, or medical intervention. Customer care provided troubleshooting and education regarding missed meal announcements and device use. Investigation of this case revealed user-related operation of the device with a missed meal announcement as the likely contributor to hyperglycemia, with no device malfunction or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with delayed meal announcement.

Manufacturer narrative:
Initial.